Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) lot: a000092892.

Event description:
It was reported patient experienced ineffective therapy. System diagnostics recorded high impedances on the left lead. As a result, surgical intervention was undertaken where in the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that recorded high impedances.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy. System diagnostics recorded high impedances on the left lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.